Event description:
The report indicated that the customer experienced continuously high bg's (267-500 mg/dl) while wearing a pod despite having administered multiple correction boluses. Within the third day of operation of this pod, the customer felt ill and was taken to the hospital where his bg was reportedly over 1,000 mg/dl. The pod was removed and he was placed on an insulin drip. He was admitted for four days and released upon the approval of his endocrinologist. The pod was disposed of during the hospital visit, and will therefore not be returned for eval.

Manufacturer narrative:
The device involved will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.